Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source lamp did not light, the emergency light symbol was on and exhibited e101 error. The issue occurred during preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the event occurred due to failure of the cooling fan. Olympus will continue to monitor field performance for this device.